Event description:
Ous MDR - after an implantation period of about 31 months, oversensing was reported via home monitoring. A possible insulation defect on the lead was suspected. Lead and ICD were replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 32 months and 12 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegm noise was observed in the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found dissected approx. 13.5 cm to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. Deformations of the distal shock coils occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Summary the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegm the occurrence of noise was observed in the far-field channel. However, a thorough analysis of the ICD proved the device to be fully functional. The lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.